Manufacturer narrative:
The lot number was unknown. The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2. It was reported that after unspecified orthopedic surgical procedures, it was observed that an unspecified amount of patients experienced delayed unions or non-unions potentially due to heat from the saw blade device while in use with the ulnar osteotomy system. The reporter stated that the non-unions were observed after the surgical procedures. The reporter was unable to specify the exact number of occurrences. According to the reporter, there was no presence of broken or damaged devices in the patient. It was further clarified that no pieces of the instrument remained in the patient after the surgery and no fragments were generated. There were no delays to the surgical procedures. The surgical procedures were completed successfully. It was unknown if spare devices were available for use. There was patient involvement. The exact dates of the events were unknown to the reporter. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was not returned for evaluation. A product assessment was performed. It was determined that the assignable root cause was user error as the surgical technique guide was not followed. It was explained to the surgeon that the surgical site should be irrigated to avoid excessive heat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.